Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-01345. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The visual inspection shows several marks of instrument were found on the thread. At one point the thread was cut in and then spliced. A non damaged area of the actual thread was tested for knot pull and the device performed according to specification.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2013 and suture was used. During the procedure the suture broke. There were no adverse patient consequences.